Event description:
It was reported that the device showed the eri status. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update 03-dec-2025: this case was opened in error. Please see MDR-1028232-2025-05940 for correct complaint.